Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result was negative. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be conclusively determined at this moment.

Event description:
Olympus was informed that unspecified microorganisms were detected from the instrument channel of the subject device. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".